Manufacturer narrative:
No device was returned to olympus for evaluation. No serial number for the subject device was provided. The name and complete address of the user facility was not provided. No contact information for the user facility was provided. Based on the information provided in the report, this reported event is attributed to maintenance issue and failure to follow instructions for use. This report will be supplemented if new information becomes available later.

Event description:
This medical safety information is based on cases collected in the medical accident information collection project (a project subsidized by the ministry of health, labor and welfare), and was prepared to prevent medical accidents from occurring and recurring. Based on the medical safety report no. 185 there were two cases in which the used endoscopes were used on subsequent patients without being cleaned or disinfected. First case reported ¿two bronchoscopes were used in a fluoroscopy room, and three cases were scheduled to be examined. After completing the examination of patient x in the first case, doctor a requested the endoscopy room to clean the bronchoscope for patient z in the third case. After the examination of the second patient y, the bronchoscope was to be placed in the used endoscope storage area, but doctor a left it on the side of the monitor. During the examination of patient z in the third case, doctor b was supposed to go to the endoscopy room to pick up the washed bronchoscope, but he thought it was unused because the bronchoscope was on the side of the monitor. Did. After the examination was completed, the endoscopy room contacted me that I had not come to pick up the bronchoscope, and it was found that the bronchoscope used for patient y was used for patient z.¿ bf-mp290f was selected as a representative product, as the report did not specify the model, serial number and manufacturer of the device. No patient infection or injury reported. Cross-reference complaint number (B)(6) for the second case referenced in the report (see attached med-safe-185.pdf).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. The suggested event can be prevented by following the instructions outlined in the evis lucera reprocessing manual which states: "all channels of the endoscope and all accessories used with the endoscope during the patient procedure must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure." Olympus will continue to monitor field performance for this device.